Event description:
Boxes contains 100 strips, contained in four vials of 25 strips, pt reports 5 of the 40 vials contained only 3 strips each. Each vial is suppose to have 25 strips per vial. Total of 10 boxs dispensed in this order. Finger stick 12 times daily.